Manufacturer narrative:
The customer reported an increase in rate of positive samples on the cobas sars-cov-2 assay. Samples were repeated on the tibmolbiol lightmix assays in cobas z480 and the palex assay. The fas performed periodic maintenance, cleaned the racks, changed the wash buffers, lysis and diluent reagents, and repeated the whole assays which resulted in a lowered rate of positive results. There was no systemic hardware issue found to have caused the increase of positives seen on the system. Additionally, there the course of the reagent investigation, no product problem was found. No false positive results were reported out of the lab. No harm is alleged. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. The customer observed an exaggerated increase in positive results on (B)(6) 2020 from control batches 1316 to 1330. The customer repeated multiple samples with the tibmolbiol lightmix assays in cobas z480 and the palex assay. No false positive results were reported out of the lab. No harm is alleged. The customer vortexed primary tubes prior to pipetting into secondary tubes via transfer pipettes. 400 ul of primary sample and 200 ul cobas omni lysis reagent were added to a secondary tube. Samples were prepared in the same room as the cobas 6800 instrument, but inside a biosafety cabinet, level ii without capping the secondary tubes (limited distance between instrument and bsc). The customer cleaned the racks, changed the wash buffers, lysis and diluent reagents, and performed maintenance on the instrument, as a result, the rate of positive samples returned to normal. Fluidics was ruled out as the source of contamination as the customer continued using the same lot numbers and the positive rates decreased. The contaminated control batches still had a lot of negative samples but just a cluster of positives in the same sample rack. There was no systemic hardware issue found to have caused the increase of positives seen on the system. Additionally, an investigation into the reagent kit lot did not reveal any product problem.